Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at 329.5 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the physician read the pump and a motor stall was seen at initial interrogation. It was indicated that the patient did not have a magnetic resonance imaging (MRI). It was reported that the patient experienced a sudden increase in spasticity. It was reported that the hcp refilled the pump and then it said motor stall recovery occurred. It was reported that the physician had said the motor stall recovery date was (B)(6) 2018. Device registration information indicates the pump was explanted on (B)(6) 2018. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the patient's symptoms have since resolved due to oral supplements and pump being replaced. The cause was unknown and medical history was unknown. No further complication was reported.